Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis; however, a companion sample from the same lot was made available to the manufacturer for physical evaluation and a functional analysis. A visual examination was performed on the tubing set and drainage bag of the companion sample; no defects were identified. The companion sample was then tested using a 2008t hemodialysis machine for simulated use. The bloodline was able to be primed with no visible issues. During the simulated use test, fluid flowed through the lines without issue. No alarms were generated and there were no observations of a frothy fluid or any other foreign matter in the venous chamber during the simulated use test. The device worked as intended with no noted abnormalities and no defects identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The reported defect of frothy fluid identified in venous chamber was not duplicated. The evaluation of the companion sample confirmed that the devices functioned fully as designed and met specification.

Event description:
A user facility home hemodialysis nurse reported that approximately one hour into a patient's home hemodialysis (hd) treatment, a venous pressure alarm occurred. Reportedly, a clear frothy fluid was observed in the venous chamber by the patient's spouse. The treatment was terminated without rinsing back the blood within the bloodline circuit. The patient's estimated blood loss (ebl) was approximately 200cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The complaint device is not available for evaluation, however, the user facility provided a companion sample to the manufacturer.